Event description:
Pt reports having a podiatrist do an ankle operation on him and using an indwelling pain catheter that supposedly went into the ankle joint. He sustained complete cartilage loss and required an ankle fusion. Dates of use: (B) (6) 2008 - (B) (6) 2008. Diagnosis or reason for use: perioperative pain control.